Manufacturer narrative:
Initial report cnl fb-29. The implant has been revised due to cup migration. Device related documentation has been requested.

Event description:
Cormet revision due to armd due to migration of implant.